Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis and chest pain occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was silent ischemia. Abnormal stress test or imaging stress test indicated ischemia. Patient was referred for cardiac catheterization and the indication for index procedure was unstable angina. Subsequently, the index procedure was performed. The target lesion was de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 25 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2013, the patient developed cardiac chest pain and patient was hospitalized immediately. The 90% in stent restenosis of the study stent located in the proximal rca was treated with predilatation and placement of a 3.0 x 15 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. Core lab result revealed absence of thrombus, timi 3 flow, isr stenosis pattern 2 with a length of 10.74mm. One day post procedure, the patient was discharged on dual antiplatelet therapy.